Event description:
No phaco power, aspiration or irrigation at start of operation caused delay in treatment. Pt's eye went "hard", unable to convert to ecce due to so much positive pressure in eye; discontinued procedure. Pt referred to another facility for add'l treatment next day the procedure was completed without further incident and no harm to pt.